Event description:
The customer reported that the device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had no sound. The device was not in use on a patient at the time of event; there was no patient involvement. It was note that the device was manufactured in november 2016 with the foxlink a speaker and has not been previously returned for repair; therefore, the speaker has not been updated. The actual device was returned to the philips bench repair where a bench repair technician was unable to replicate the customer's issue. The repair technician evaluated the device and found that the device was producing sound as intended. The technician did find scratches and delamination on the bezel along with corrosion on pins 4,8,17-19. The cause of the reported issue is unknown as it could not be replicated. The technician replaced the damaged hardware components found during evaluation and the device was updated to the latest manufacturing process, and all testing passed per specifications. The device was returned to the customer.